Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that one infusion set cannula was bent and patient had symptoms of high blood glucose level 572 mg/dl and presence of trace ketones. Patient also had pain at infusion set insertion site during insertion. Further it was treated through injection off pump and one cartridge change. Within 4 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.